Event description:
It was reported that this pacemaker device exhibited a low out of range pace impedance measurement less than 100 ohms on the right atrial (ra) lead which triggered a lead safety switch (lss). As a result, the device automatically switched the ra lead from the bipolar to the unipolar pacing and sensing configuration. Evidence is suggestive that the ra lead is not a boston scientific product, but the lead model number and serial number information are unknown. The boston scientific representative (rep) indicated that they will perform appropriate troubleshooting and noted that the ra lead was programmed back to the bipolar configuration. The products remain in-service. No patient symptoms or adverse patient effects were reported.